Event description:
It was reported that the log files were submitted for review. It appeared that the log captured several odd low power advisories on both batteries and wall power that were not affiliated with a routine power swap. These alarms appeared to be related to the black system controller lead. The cause of the alarm was damage to the black power cable. The system controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms on the system controller was confirmed via log file analysis. The reported event of a damaged black power cable was not able to be confirmed. Data was reviewed in the submitted log file from 26feb2026 ¿ 27feb2026. Throughout the data reviewed, atypical power cable disconnect and low voltage alarms activated due to the relative state of charge (rsoc) and bus voltage on the black power cable fluctuating below the alarm threshold. The atypical low voltage and power cable disconnect alarms did not prevent the controller from supporting the system as intended. No other notable events were observed in the data reviewed. Provided information indicated that the atypical alarms were believed to be due to a damaged black power cable, so the system controller was exchanged, resolving the alarm. The system controller did not return for analysis, and no photos of the reported damage were submitted for review. The root cause of the reported events was not able to be determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Section 8 of the IFU and section 6 of the patient handbook addresses how to properly care for, maintain, and store the equipment for proper use. Section 10 of the patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.